Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and cracked battery tube threads. No unexpected low battery anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery and experienced a blank display. The customer did not know the blood glucose reading. The customer stated that the insulin pump was dead, and the insulin pump did not turn on after a battery change. Upon troubleshooting, the insulin pump's display returned. She stated that the insulin pump alarmed low battery prior to an off no power alert. No significant events leading to the motor error alarm were observed. Advised replacement of the insulin pump due to the motor error alarm. Nothing further reported.